Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The increased intra-peritoneal volume (iipv) event was confirmed but not reproduced. Therefore, the root cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported by a nurse that on (B)(6) 2011, a homechoice cycler would not move on from draining the patient. The nurse reported that the ultrafiltration reading was 6144ml. Therapy was checked by the nurse; the therapy was correct. A swap of the cycler was arranged. There was no patient injury or medical intervention reported. No patient injury or medical intervention was reported.